Event description:
The customer observed a single patient sample that was associated with the incorrect sample ID when processed using the (B)(4) laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. Results from the patient sample were reported from the laboratory. Once identified, a corrected report was issued for the patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that sample results were associated with the wrong sample ID for a single patient sample. The root cause of the mis-associated results was that sample tubes were left in the centrifuge module following a reboot of the tca computer. The investigation revealed that the customer failed to remove sample tubes from the centrifuge module in response to a centrifuge error as recommended by the engen laboratory automation instructions for use. The (B)(4) laboratory automation system correctly flagged the affected sample. The customer did not appropriately review the sample results prior to reporting them as recommended in ocd customer communication (B)(4) that was received by the laboratory in (B)(4) 2009. The (B)(4) laboratory automation system was operating as intended.the root cause of this event is user error. The customer failed to adhere to the manufacturer¿s instructions for use.